Event description:
Approximately 2 years and 6 months post sapien valve implant, the patient received a 23mm sapien xt valve due to stenosis. The procedure was uneventful. Per report, the patient has chronic kidney disease which may have contributed to the stenosis of the bioprosthetic valve.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, per report, chronic kidney disease may have contributed to the stenosis of the initial sapien valve implant. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.